Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 28 mg/dl. The customer stated that her sensor alarmed when her blood glucose reached 70 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Reviewed the bolus history and found that the customer gave a bolus late in the evening. The insulin pump suggested a bolus of 5.8 units, but the customer took 6.5 units instead because she thought she was going to eat more than she did. The customer also stated that she had been under a lot of stress lately. Advised the customer that the insulin pump and the sensor are both working correctly. Advised the customer to monitor her blood glucose levels and call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.